Manufacturer narrative:
(B)(4). The homechoice was returned and evaluation has begun. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No abnormalities were identified during visual inspection. Functional tests did not find any issues with the device, nor were they able to duplicate any system errors. A device history record review indicated that the device was no longer in its originally manufactured condition. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Upon completion of the evaluation or if additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The functional tests performed were performance testing, a one hour running test, cycle remote testing (crt), final test and calibration (ftc), and electrical leak testing. The reported issue was not able to be verified through evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
A customer reported an unknown system error that occurred during the use of the homechoice machine. This occurred patient use, however no patient injury or medical intervention was reported in association with this event. No additional information is available.